Event description:
The patient reported that they were experiencing vaginal pain. They were lying in bed and started to feel their bladder being electrically shocked. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.